Manufacturer narrative:
(B)(4). Batch #: u94p4v. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with upper jaw broken at proximal side. The portion of the broken part was not returned with the complaint. The device was connected to the generator and it was recognized. During the functional test it was observed that the jaws could not close fully. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on what could have cause the damage on the upper jaw. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during an unknown procedure, the wire which pulls the hinge of the jaws broke. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.